Event description:
Received the following a-016 report through email: "at 1310 I was drawing labs on my covid positive patient. In the middle of the lab draw, one of the n95 mask straps broke and unsealed around my face leaving me exposed. Medical follow-up at (B)(6) not planned. Break in ppe for 3 minutes while working with covid+ patient. Advised to contact covid hotline if symptoms develop". Mask was discarded by employee and subsequent follow-up could not determine if the mask was new or from the duke decontamination process.